Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had an atrial flutter and the device was in mode switch. The physician performed several test and tried changing the sensitivity value which caused undersensing of the atrial flutter. Therefore the original value was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.